Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt "heart "go up to 120" when in a car and airplane. The patient reported that the implantable pulse generator (ipg) "could have a malfunction". The ipg remains in use. No further patient complications have been reported as a result of this event.